Manufacturer narrative:
(B)(4).

Event description:
It was reported the cvc was inserted by anesthetist prior to "cags" surgery and the patient experienced chlorhexidine anaphylaxis. The patient was treated with adrenaline boluses and infusion and fluids. It was reported the surgery "commenced because of ihd" (ischemic heart disease). The patient's condition was reported to be fine at the time of this report.

Event description:
It was reported the cvc was inserted by anesthetist prior to "cags" surgery and the patient experienced chlorhexidine anaphylaxis. The patient was treated with adrenaline boluses and infusion and fluids. It was reported the surgery "commenced because of ihd" (ischemic heart disease). The patient's condition was reported to be fine at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed since a correct lot number was not provided by the customer and a potential lot could not be determined based on a sales history review for this customer. The customer did not report whether the patient had allergies to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Without the device to evaluate and without a confirmed patient allergy, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.